Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: h3, h6: the product was not returned to depuy synthes; however, photos were provided for review. The photo shows an opened package of screws. The screws are not visible within the package due to the photo angle and the size of the screws compared to the clip that the screws are stored in. The screws cannot be identified as locking or non-locking screws. The hospital disposed of the physical product and packaging. The photo was sent to the manufacturing site and the packaging/sterilization site for investigation. The manufacturing site confirmed the screw clip was the correct color "grey" and did not find any nonconformities during their investigation. They stated a potential mixup at their site could be excluded. The packaging/sterilization site checked production times, incoming inspections, label printing, clean room assembly, clean room packaging, and final packaging. While some production orders did overlap, they were from the same product code and would not lead to a screw mixup. They concluded that there is nothing letting conclude that the mixup was caused at their site. As the device was not returned, and as-received condition could not be assessed, a dimensional inspection and document/specification review were not completed. The overall complaint is not confirmed as the issue was not found to have happened at the manufacturing or sterilization/packaging sites and the image does not show the complaint condition. Based on the investigation findings, the potential cause is unknown, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: a manufacturing record evaluation was performed for the finished device product code: 04.503.406.04s-15. Lot number: 69117p6. It was electronically reviewed and no nonconformance's / manufacturing irregularities were identified during the manufacturing process. The product was released on: 11 jun 2025. Manufacturing site: jabil bettlach. Expiry date: 01 jun 2035. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that intraoperatively it was noticed that the screw was labelled as self-tapping non-locking screw, but when it was opened and put on the screwdriver shaft it was a locking screw. All the screws in the packet were locking screws even though the packaging shows non-locking screws. They were 6mm screws.